Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported allegation of the device was stuck in a transmitter pairing loop is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.